Event description:
It was reported that the patient underwent an unknown procedure on unknown date and mesh was implanted. The patient experienced bleeding, discharge, anxiety and discomfort. It was reported that the patient underwent a mesh excision procedure on (B)(6) 2011 and is awaiting a second excision.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.